Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer&#38112;blood glucose levels were consistently elevated in the 600s mg/dl. Elevated bg levels were treated by administering a correction bolus with the pump. Recommendation was made that the customer consult with their healthcare provider, and call back for any questions or concerns.